Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the three photos submitted for evaluation. The reported issue was confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch see h.10.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in tubing was fractured and leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: on the second day after the indwelling, the extension tube was found to be fractured and bleeding was found.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in tubing was fractured and leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: on the second day after the indwelling, the extension tube was found to be fractured and bleeding was found.